Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed due to ¿the pipeline is outside of the replacement pump¿ of a prismaflex m150 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection the pump segments were observed disconnected. Upon further inspection there are no marks of solvent on the tubing. There are no marks of solvent on the tubing. The reported condition was verified. The involved pump segment of tubing was not bonded to the support plate of the prismaflex set and showed very little to no trace of solvent to achieve bonding. The pump segment of tubing could remain in place in the socket on the support place due to the friction between the tubing and the socket since the outer diameter of the tubing is of similar size as the socket. This allowed the defect to remain undetected at the integrity test performed on each set during assembly. However, this friction is not enough for the pump segment of tubing to remain connected to the support plate once the set is loaded on a prismaflex or prismax machine, and the machine¿s pump rotors apply pressure on the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.